Event description:
It was reported that the patient complained of vibration in the pacemaker pocket. The physician reported feeling it as well but it was not reproduced during testing in the office. The device remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.